Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced severe hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 545 mg/dl with shaking. It was reported that the patient did not received any treatment above and beyond the usual routine of diabetes care and management and the patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support reviewed the event with the reporter. No information was provided with regard to potential causes for inaccurate delivery and causes for bg issues. Several attempts by customer support to follow-up on the matter with the customer were unsuccessful and the reported issue remained unresolved. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemic event related to an alleged delivery issue with the pump of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged delivery issue was not duplicated. Review of black box data found the current date range did not cover the complaint date due to continued customer use. The available current date range did not show any alarms or warnings related to the complaint. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. With the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly.